Event description:
On (B)(6) 2009 the patient reported "up" and "down" buttons of the insulin infusion device not functioning or not functioning consistently. Patient stated about two months ago he attempted to program a bolus and the buttons would not function. Patient stated the buttons pop back up when pressed. Patient stated he has been using the insulin infusion device for 3-4 years and programs 4-5 boluses a day. According to the patient the infusion device has not been dropped or exposed to water. No physiological effects were reported. Product was replaced and requested to be returned for evaluation.